Manufacturer narrative:
The lead was returned with no reported event. As received, a partial lead was returned in three pieces. Visual inspection of the partial lead found three external insulation abrasions breaching the optim sheath with intact silicone insulation beneath at the proximal and distal regions. The cause of external insulation abrasions is consistent with friction to device can and friction to another device or feature of patient anatomy.

Event description:
This report is to advise of an event observed during analysis.